Event description:
It was reported that the 8300 would not pass calibration. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported issue, where the 8300 module would not pass calibration, was likely due to the use of an incorrect or inadequate gas supply for the calibration process. It was recommended to purchase the specified gas (air liquide part# a0187324) from the recommended manufacturer to attempt to resolve the issue.